Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had tubing that was inserted backwards for an infusion during patient care in the post-anesthesia care unit. The customer stated that two lines were running and sharing one (blue) port. The medications used were dopamine (programmed amount and delivery rate unknown) and saline at 30 ml/hr (programmed amount unknown). The patient did not receive any dopamine and the device did not alarm. One of the clinicians noticed that the infusion was not being administered correctly. It was also reported there was no patient injury.